Event description:
Caller reported, the aviva system gave at blood glucose result of 400 mg/dl at a time when the customer had symptoms of hypoglycemia. The symptoms were treated successfully by the customer's spouse with 2 glucose tablets and sugar. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.